Event description:
It was reported that the customer's insulin pump had been off for three months and had frozen display. The blood glucose reading at time of call was 527mg/dl. Troubleshooting was performed, and the device also had unresponsive buttons. Advised the caller to remove the battery and to insert a new battery, but the frozen display continued with the time clock no advancing. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.